Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete functional testing) has been confirmed. Upon investigation the cause for the failure was isolated to shorted insulated-gate bipolar transistor (igbt) q13 on the defibrillator pca. The root cause for the shorted transistor could not be positively identified.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing.